Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they were seen by their dentist for a regular cleaning. Patient and dentist discussed byte aligners and patient's dentist is skeptical about the aligners. The dentist believes that having regular scheduled interactions with a dentist during treatment is a better alternative. The do not like the idea of treatment without a dentist. Requested letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.